Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: per the information documented in the file, this event is unrelated to peritoneal dialysis (pd) therapy or any fresenius device(s) or product(s).

Event description:
The available information, which included a report that this peritoneal dialysis (pd) patient expired while in treatment on the liberty select cycler, was reviewed. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on an unconfirmed date and was found deceased by her mother. The death was not related to use of the liberty select cycler, any fresenius drug, or other product, or the patient¿s pd treatment. This patient had a long history of serious medical conditions (unspecified) for which she was in declining health. The patient was expected to have been placed into hospice but passed away before that occurred.

Event description:
The available information, which included a report that this peritoneal dialysis (pd) patient expired while in treatment on the liberty select cycler, was reviewed. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on an unconfirmed date and was found deceased by her mother. The death was not related to use of the liberty select cycler, any fresenius drug, or other product, or the patient¿s pd treatment. This patient had a long history of serious medical conditions (unspecified) for which she was in declining health. The patient was expected to have been placed into hospice but passed away before that occurred.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed, the valve actuation test passed, and the teach pump test passed. There were no visual discrepancies encountered during the internal inspection. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The available information, which included a report that this peritoneal dialysis (pd) patient expired while in treatment on the liberty select cycler, was reviewed. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on an unconfirmed date and was found deceased by her mother. The death was not related to use of the liberty select cycler, any fresenius drug, or other product, or the patient¿s pd treatment. This patient had a long history of serious medical conditions (unspecified) for which she was in declining health. The patient was expected to have been placed into hospice but passed away before that occurred.